Event description:
Patient having leep procedure. Bovie pad on right lateral thigh, two bovie handpieces plugged in, bovie alarmed when engaged "-16-". Unit turned off, one bovie handpiece unplugged, unit turned back on. Surgeon engaged, bovie unit alarmed with the same code. Patient disconnected from unit. New unit brought into the or. Patient connected to new bovie with no further incident.